Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-04896. (B)(4) study. In (B)(6) 2010, it was reported that post procedure patient experienced a myocardial infarction. The first target lesion was located in the proximal left anterior descending artery with 90% stenosis and was 15mm in length with a reference vessel diameter of 2.75mm. The lesion being treated with pre-dilatation and placement of a 2.75x28mm taxus liberte stent with 0% residual stenosis. The second target lesion was located in the mid left anterior descending artery with 70% stenosis and was 8mm in length with a reference vessel diameter of 2.5mm. This lesion was treated with pre-dilatation and placement of a 2.50x12mm taxus liberte stent. One day post procedure, the patient had elevated cardiac enzymes consistent with protocol definition of an myocardial infarction. No action was taken and the patient was discharged the next day on aspirin and prasugrel. Relationship to index procedure per investigator is highly probable.